Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, decreased sensing and high thresholds. An x-ray showed that the lead was pulled back. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.